Manufacturer narrative:
The user facility will not return the device for evaluation. Based on similar reported failures and evaluations from those failures, the probable cause for the failure is user error. The facility contact reported that the nose cone had melted and pieces of the component disappeared. This type of damage occurs when the device is either side-loaded by the user or if the saline supply runs out during the procedure. Per the report, the total procedure time was 45 minutes. It was confirmed that the facility uses a 500 cc bag of saline for their procedures. It is highly likely that the saline ran out and the doctor continued to use the device without irrigation to the procedure site. This allowed for the melting of the nose cone.

Event description:
Per the information provided, during a plantar fasciotomy the polycarbonate of the nose cone melted. Another microtip was obtained to complete the procedure. The total procedure time was 45 minutes. The doctor believes that pieces of the polycarbonate remained in the patient. The facility is holding onto the device and will not return it for complaint evaluation.